Event description:
It was reported to vyaire medical that the revel ventilator failed to deliver breaths while on a patient. Furthermore, the customer confirmed that alternative ventilation on a hospital ventilator has been performed until such time that backup unit arrived. No patient harm was noted.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. There were no inaccurate readings during a test when the vent was hooked up to a vt plus hf (gas-flow) analyzer to monitor tidal volume, breath rate, and peep (positive end-expiratory pressure). Ventilator passed 120 hours of extended test at customer's settings without any unusual alarm or error condition. Vent passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent also passed initial alarm volume test with no restriction. Unit was visually inspected and there no anomalies were noted. Processed ventilator through service to meet all factory specifications. The exact root cause was not determined as problem cannot be reproduced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.